Event description:
Procedure performed: colecistectomia event description: the device was used correctly, the surgeon was preparing to place the first clip in the vessels, but no clip came out. He reloaded and a clip came out. The third time I loaded, no clip came out, and then a clip came out. Like this up to 7 times, one clip yes, one clip no. The surgeon continued using the same device until the end of the surgery, approximately 10 clips were used. Patient status: no clinical impact to the patient intervention: the surgeon continued using the same device until the end of the surgery, approximately 10 clips were used.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: colecistectomia. Event description: the device was used correctly, the surgeon was preparing to place the first clip in the vessels, but no clip came out. He reloaded and a clip came out. The third time I loaded, no clip came out, and then a clip came out. Like this up to 7 times, one clip yes, one clip no. The surgeon continued using the same device until the end of the surgery, approximately (B)(4) clips were used. Patient status: no clinical impact to the patient. Intervention: the surgeon continued using the same device until the end of the surgery, approximately (B)(4) clips were used.